Event description:
Revision surgery - due to an infection the surgeon removed all of the patient's djo prosthesis from the infected joint and placed in an antibiotic spacer. The proximal body 428-00-070 was wedged in the extractor instrument, refer to (B)(4) for details.

Manufacturer narrative:
It was submitted as 411-00-000,lot 90281138, it should be 411-00-000,lot 902b1138. The reason for this revision surgery was reported as an infection. No information was submitted with the complaint regarding pre-existing conditions of the patient or any activities the patient was involved in that may have contributed to the infection or inhibited the patient's immune system. The previous surgery and the revision detailed in this investigation occurred 5 months apart. The device was disposed of at the hospital and not made available to djo surgical for examination. The healthcare professional indicated there was no delay in surgery and another suitable device was not available for use. The revision surgery was completed as intended. A review of the implant device history records (dhrs) and product complaint report (pcr) database records show that the reported component used in the previous surgery met design and manufacturing requirements. There were no non-conforming material reports (ncmrs) associated with the product. The instrument failure referenced in this complaint is addressed in pc-2015-00440 and there was no evidence that the instrument issue had any connection to the patients infection or contributed to the need for revision. The device was verified to have gone through an acceptable sterilization process and was within it's expiration date at the time of use during the previous surgery. There were no findings during this investigation that indicate that the reported device was the root cause or had a direct connection with the patient's infection. There are multiple factors that may contribute to an infection that are outside of the control of djo surgical. There are no indications of a product or process issue affecting implant safety or effectiveness.